Event description:
It was reported that during a device change-out for normal eri, high out of range impedance was noted on the new device on the left ventricular port. Troubleshooting was performed, however high out of range impedance continued to show. Another device was used with no further issues. The patient tolerated the procedure well.

Manufacturer narrative:
The reported field event of a high low voltage (lv) pacing impedance was confirmed in the laboratory. During bench testing, the lv impedance involving the lvtip electrode was high. The cause of the high lv impedance was isolated to an anomalous integrated circuit.